Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed which was due to mis-handling. In addition to a shaved forceps channel port and coating peeling of connecting tube which were due to mis-handling, the additional device evaluation findings are as follows: up and down plate had a scratch due to mis-handling, universal cord had a scratch due to mis-handling, control unit had a scratch due to mis-handling, scope cover had a scratch due to mis-handling, switch 1 had a scratch due to mis-handling, light guide cover glass had corrosion due to mis-handling, bending angle in up direction did not meet the standard value due to deterioration, water tightness was lost due to a cut on the bending section cover, distal end had a dent due to mis-handling, scope connector had a scratch due to mis-handling, connecting tube had a dent due to mis-handling, grip had a scratch due to mis-handling, angulation lever had a scratch due to mis-handling, and adhesive on bending section cover was detached due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue.] It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: reported event: forceps channel port was shaved. This suggested event may have occurred since metal part of instrument or cleaning brush interfered with biopsy port when inserting/withdrawing instrument or cleaning brush. Reported event: connecting tube had coating peeling (at least 1 square millimeter). It was confirmed that the device had nonconformities due to physical stress. This suggested event likely occurred by applying stress to insertion section such as the following. ·physical stress such as rubbing or hitting insertion section ·chemical stress from reprocessing not recommended by instructions for use (IFU) ·stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) A definitive root cause cannot be identified. This issue is addressed in the IFU: IFU warns against applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU warns against reprocessing not recommended by reprocessing manual as follows: 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU warns against inferior storage environment of the device as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a bending rubber leak. The issue occurred during reprocessing. The device was returned to olympus and during the device evaluation, the following reportable malfunctions were found: forceps channel port was shaved, and connecting tube had coating peeling (at least 1 square millimeter). There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.